Manufacturer narrative:
Product analysis: at analysis it was determined that both output connectors, the hanger and the lower case were all broken. It was noted that the main printed circuit board (pcb) was corroded and the upper case, keypad flex, encoder assembly and one printed circuit board (pcb) screw and the display frame were all contaminated. Three plugs were damaged and the upper part of the liquid crystal display (lcd) displayed incorrectly, out of specification electrical. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.